Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.

Event description:
During a CABG procedure, the jaws did not open properly. The surgeon applied another device. No pt injury was reported.